Event description:
Home patient's spouse called baxter technical service center to troubleshoot an alarm situation and informed the operational service representative (osr) that the patient was connected during prime of apd treatment on the homechoice machine. Patient's spouse thought the machine said "connect patient" when it actually said "connect bags" during set up. The osr walked the patient through initial drain. Patient's rn reports no patient injury or medical intervention as a result of incident.